Event description:
It was reported that during a lavh procedure, the device would not coagulate. No other details are known. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)